Event description:
On 27/dec/2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. The patient¿s pd catheter (not a fresenius product) was reportedly removed due to the infection. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on 26/dec/2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. The patient¿s pd catheter (not a fresenius product) was examined and functioned appropriately (patent). A peritoneal effluent fluid culture and cell count (wbc = 1156 /mm3, polymorphs = 86%) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg every five days and ip ceftazidime 1500 mg daily for 21 days. However, on 28/dec/2023 the patient¿s nephrologist order the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s peritoneal effluent culture result is still pending; therefore, the current antibiotic regimen remains in place but will be administered intravenously (IV). The patient will return to pd therapy once the infection has cleared. The pdrn attributed causality to a touch contamination event involving poor hand hygiene. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient remains hospitalized and tolerated the transition to hd without reported issue.